Event description:
Additional information was received as follows: an aneurx aortic cuff was placed at the level of the renal arteries. Additionally, another aneurx aortic cuff was placed within the body of the bifurcated stent graft due to an additional type iii fabric endoleak discovered during the secondary procedure. The type iii endoleak was coming from the left side, above the flow divider. The type I endoleak and the type iii endoleak were resolved. The patient status is good.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of a 4.6 cm x 3.9 cm in diameter abdominal aortic aneurysm approximately 11 years ago. Currently the vessel morphology has moderate to severe angulation in the stent graft in the aortic neck. At present the aneurysm measures 4.9x 5.0 cm in diameter. There is anterior angulation of the graft in the neck. The graft on the left side ends 31 mm above the hypogastric artery, and on the right it ends 8 mm above the hypogastric artery. There is continued disease progression with possible stent graft migration with a proximal type I endoleak. The CT imaging revealed a type I endoleak. The stent graft potentially migrated distally less than 1 cm. The physician has elected to plan an intervention to place a 28 cuff to resolve the type I endoleak within a month. The patient will continue to be monitored by their physician. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (anatomy related: disease progression and aortic neck angulation), device failure/lack of effectiveness related to patient condition (anatomy related: disease progression and aortic neck angulation).